Event description:
The hcp reported at refill 10ml were aspirated from the pump. Two weeks prior, the pump had been filled with 10ml of lioresal and programmed in a complex continuous pattern. The hcp verified all the programming as correct. The pt had been hospitalized with pneumonia in 2005 and then discharged. The pt was reported to be hospitalized with seizures and increased spasticity. The pt was being treated with supplemental oral baclofen 15mg. The hcp reports the pt's condition was stabilized. The plan was to perform a rotor study and catheter dye study. The hcp reports a rotor study was done that demonstrated the pump and rotor to be fine. A catheter dye study showed the catheter to be kinked. The family elected not to have any more surgery. The pump was stopped and the pt continued on supplemental oral baclofen at 15 mg/day. The pt outcome was reported as "doing fine."